Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20atms when inflated for five seconds on the second inflation. The lesion being treated was located in the severely calcified and 90% stenotic left circumflex artery (lcx). The balloon was inflated to 14atms for twenty seconds on the first inflation. The physician stated, that the rupture was due to the calcification. The device was removed from the patient intact. The procedure was successfully completed with this balloon and the deployment of a non-bsc stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.